Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:15:53. During night drain cycle four, the patient's ultrafiltration reading was 1919ml, indicating the home patient (hp) drained 1919ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The root cause of the reported issue was determined to be one or more cycle's advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.